Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports the implant was inserted (B)(6) 2013 in fdi 11. Implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis and inflammation. No further patient complications were reported.